Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as the patient did not wear a mask. The patient was not hospitalized for peritonitis. On the same day as the onset, the patient began treatment with heparin (1000 international units (iu) in 2 liters of every bag), ceftazidime (2 grams, frequency not reported and given intraperitoneally (ip)) and vancomycin (500 mg, frequency not reported and given ip) for peritonitis. The patient¿s outcome was unknown and the action taken with pd therapies was not reported. No additional information is available.